Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the therapy pads and garment strap from the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's nurse reported that she placed a pillow case under the garment strap to help alleviate the red marks on the patient's skin. Follow up with the patient indicated that the skin irritation improved.